Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 535 mg/dl, 500 mg/dl, 595 mg/dl, 405 mg/dl. Customer experienced symptoms such as chest and muscles pains. Customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Time was incorrect. Customer was not using auto mode. Customer was performed high pressure test and it was passed. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.